Manufacturer narrative:
Findings: pump unable to vibrate due to broken vibrator black wire. Pump passed all operating currents test, unexpected restart error test, the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Pump had cracked case at display window corner, minor scratched display window.

Event description:
The customer reported via phone call indicating that the insulin pump had a vibrate anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that the pump does not vibrate at all. Customer was advised to install a new energizer aaa alkaline battery. The customer was advised to perform a self-test. Customer stated the pump does not vibrate during the vibrate test. The customer was advised to revert to their backup plan. Customer was advised that we are sending a replacement pump.